Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact on the customers blood glucose level. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A replacement pump was sent to the customer to resolve the issue.